Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that video function did not work properly and indicated phenomenon of no image occurred due to flooding and damage of cable. The cause of the flooding of the cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the cable was twisted; the free lock lever and the main body had corrosion and flooding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head had air and water leakage. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was no image output on the device due to a faulty cable. This report is to capture the reportable malfunction of no image displayed as noted at estimation.